Event description:
A discordant, falsely elevated troponin result was obtained upon repeat testing on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s), as the customer tests samples in duplicate and the initial result had been lower. The sample was then repeated twice on an advia centaur instrument, resulting lower and matching the initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After evaluation of the instrument data, the ccc discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The customer adjusted their spin times as was recommended by the ccc specialist. The cause of the discordant, falsely elevated troponin result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.